Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 153 mg/dl at the time of incident. The customer was assisted in performing fixed prime. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery alarm during the fixed prime. The customer reinserted the reservoir without rewinding the insulin pump. The customer was advised to always rewind the insulin pump before putting a reservoir in. The customer performed plunger push. The customer reconnected both reservoir and infusion set before performing plunger push. The customer stated that the insulin did not exit and there was greater than normal resistance during plunger push. The customer was advised to replaced infusion set and reservoir. The customer mentioned that there was a crack on the quick release. The insulin pump will not be returned for analysis.